Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the drill bit was not locking into the device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was powerbroken which is indicative of improperly using the disconnect sleeve while motor is in use. It was further noted that there was a hole in the hose of the muffler. It was determined that the cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position. The assignable root cause was determined to be due to user error, abuse, and/ or misuse. The cause of the hole in the hose was determined to be caused by a manufacturing fixture, this issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during sterile processing, it was observed that an unspecified drill bit was not locking into the motor device. During in-house engineering evaluation it was found that the motor device was powerbroken. It was reported that the event was not related to a surgical procedure. It was reported that there was no delay to scheduled surgical procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, the reporter stated that the event occurred during the month of (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.